Event description:
It was reported, the pt underwent a surgical revision. No additional info was provided. No pt symptoms or dates were reported. Two additional surgical revision were reported. See MFR report # 3004209178200806921 and 3004209178200806924.